Event description:
It was reported that the patients ipg was causing a nerve irritation. The patient was placed on a caudal injection.

Manufacturer narrative:
Exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was causing a nerve irritation. The patient was placed on a caudal injection. Additional information was received that the patients battery would not charge up. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.